Event description:
The end user reported while attempting to load a patient into the ambulance, the stretcher would not connect and load into the fastening system (sn(B)(6). The medics attempted to transition to manual operation but that also did not allow the release of the rail from the fastener. A backup ambulance and stretcher was called to complete the patient transport. There was no report of patient injury or adverse health consequence. It was stated they were transferring the patient to an end-of-life facility.